Event description:
It was reported that during an atrial fibrillation (afib) procedure, the lasso navigational variable eco catheter stayed in the deflected position. The catheter was replaced and the case resumed. Upon request, additional information was provided on the event. The catheter did not straighten at all. It happened during use in the patient. The catheter was removed easily through a long sheath. There was no apparent patient issue. A new lasso catheter was inserted and the case was completed successfully.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, the lasso navigational variable eco catheter stayed in the deflected position. The catheter was replaced and the procedure resumed. Upon request, additional information was provided on the event. The catheter did not straighten at all. It happened during use in the patient. The catheter was removed easily through a long sheath. There was no apparent patient issue. A new lasso catheter was inserted and the procedure was completed successfully. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the deflection and contraction tests were performed and the catheter passed both. Catheter did not get stuck during the analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.